Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician also observed that the device lock up and was not able to deliver defibrillation therapy. The cause of the reported issues was determined to be due to the disconnected white wire of the high voltage capacitor from the j18 spade connector of the main pcb assembly. The customer has been provided with the replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that when the lid is opened there are no audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that when the lid is opened there are no audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that when the lid is opened there are no audio prompts. The device will be further evaluated at the product analyses center (pac). The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.